Manufacturer narrative:
Results: the smart coil pusher assembly was slightly bent at approximately 65.0 and 76.0 cm from the proximal end of the pusher assembly. The pusher assembly had a fibrous buildup in two locations approximately 65.0 and 149.0 cm from the proximal end. The non-penumbra microcatheter was slightly bent on its distal tip. Conclusions: evaluation of the smart coil revealed it was able to be successfully advanced into the hub of the non-penumbra microcatheter. Further evaluation revealed mild resistance when attempting to advance the coil through the length of the non-penumbra catheter. This resistance was present when the introducer sheath friction lock was passed over fibrous buildups on the pusher assembly. These fibrous buildups were likely incidental to the reported issue, and likely became attached to the pusher assembly post-procedure during packaging for return to penumbra facilities. The slight bends in the smart coil pusher assembly were likely incidental and also likely occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using a penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached five smart coils using a non-penumbra microcatheter. The physician then attempted to place an additional smart coil, however resistance was felt and the physician was unable to advance the smart coil out of its introducer sheath and through the hub of the microcatheter; therefore the smart coil was removed. Since the aneurysm was almost filled with enough coils, the physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.